Manufacturer narrative:
The tip of the hexalobe screw driver broke during the surgery. The surgeon used another hexalobe driver that was provided with the instrument set to seat the screw in place. While placing the last screw, the tip of the second hexalobe screw driver broke. This can happen if the hexalobe driver is advanced beyond the locking point of the screw in the plate indicating that excessive torque was applied in this case. This issue was previously noticed and a material change was implemented. The screw drivers in question were manufactured prior to implementation of that material change. Previous lots of hexalobe screw drivers were made using 455 sst while the new lots use a stronger 465 sst (test data on file with manufacturer). The surgeon finished the case without any other issues. There was no harm or injury to user or the patient. We will continue to track and trend. Following are the details of lots in question: part # 4f09-4110, lot # 75jb0241 mfg. Dt: 10/09/2012. Part # 4f09-4010, lot # 75jb0326, mfg. Dt: 10/05/2012.

Event description:
A #10 hexalobe driver tip broke in a checkmate surgery while the surgeon was placing a distal screw. He used another hexalobe driver (without handle) that was provided in the tray with help of a chuck to seat the screw in place. When surgeon was on the last screw, again the tip of this hexalobe driver broke. The screws were placed as desired using the broken screw driver. The broken tips were lodged in the screw heads.